Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving therapy via an implantable infusion pump. It was reported that during to place an inspire lead by tunneling in the neck area, using the 8591-38 pump tunneler (to place lead at hypoglossal nerve) the hcp ruptured the patient's carotid artery. They were able to address this issue thru surgical intervention and cautery use per caller.

Manufacturer narrative:
B5. Correction was made to this field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding an issue with a catheter passer. It was reported that during surgery to place an inspire lead by tunneling in the neck area, using the 8591-38 pump tunneler (to place lead at hypoglossal nerve) the hcp ruptured the patient's carotid artery. They were able to address this issue thru surgical intervention and cautery use per caller.